Manufacturer narrative:
Upon reassessment of the reported event, it was determinate that information was previously submitted under the incorrect MFR. This event will be reported on MDR-0002023141-2018-00808.

Manufacturer narrative:
(B)(4). Patient ID was not provided. Patient weight was not provided. Product has not been returned. Additional 510k codes: k101880.

Event description:
It was reported that the internal hex of the implant mount sheared off in the implant when placing it. The clinician was able to retrieve the broken portion but the internal threads of the implant are damaged. Tooth location # 20 patient will return for removal.